Event description:
Diagnosed with stage 3 invasive ductal carcinoma, 3cm, right breast. Had bilateral mastectomy with tissue expanders placed (B)(6) 2016. Began experiencing symptoms of bii within 5 months of mentor memoryshape breast implants being exchanged for the tissue expanders in (B)(6) 2016. (B)(6) 2017 the anxiety and the chronic pain began. I was eventually bedridden and experiencing over 30 symptoms of breast implant illness by winter of 2019. Explanted (B)(6) 2020. At this point I was so weak and unable to form thoughts or words, went to doctor appointments in a wheelchair. My bones felt like crushed glass grinding together, joints so painful that I could not walk. Skin hurt like I had been in a severe car accident, entire body felt bruised. I lost a tooth to tooth resorption, my dentist told me my gums were receding like that of a (B)(6). Had to have trigger finger surgery due to the joint locking. I was (B)(6) when I became fully disabled due to the breast implants. Disability approved (B)(6) 2020. After explant surgery I began having CT and MRI scans every 3 months. My pancreas, spleen, kidneys, liver all have lesions. My lymphatic system has been diagnosed as sarcoidosis, had a biopsy to rule out lymphoma. My lungs have lesions and nodules in them. I never had chemo/radiation and besides the breast cancer, was healthy as a (B)(6) according to labs and previous doctor appointments. I am a healthy eater. The breast implants destroyed my life, and I have another surgery scheduled (B)(6) 2022 to scrape remaining silicone granules as my body has still not recovered. Inflammation remaining after 21 months explanted. Prior to breast cancer, melanoma removal (B)(6) 2010, no other serious health concerns. Current health conditions after reconstructive surgery with mentor breast implants: chronic fatigue brain fog, difficulty concentrating, word retrieval, memory loss muscle aches, pain, and weakness joint pain and soreness hair loss dry skin, eyes, mouth, hair weight gain; easy bruising, and slow healing of wounds, temperature intolerance, low libido; ringing in the ears, heart palpitations, shortness of breath, metallic taste in the mouth, night sweats, skin rashes; insomnia, estrogen/progesterone imbalance, diminishing hormones, or early menopause, swollen, and tender lymph nodes in the breast area, underarms, throat, neck, or groin tingling or numbness in the arms and legs; burning pain around the chest wall or breasts, cold and discolored hands and feet, foul body odor, muscle twitching, vertigo, dehydration, frequent urination; chronic neck, and back pain, photosensitivity, nail changes (cracking, splitting, slow growth, etc.) Skin freckling, pigmentation changes (darkening or white spots), or an increase in papules (flesh colored raised bumps) edema (swelling) around eyes, premature aging; decline in vision or vision disturbances, slow muscle recovery after activity, liver and kidney dysfunction, gastrointestinal and digestive issues, sudden food intolerances, and allergies, smell or chemical sensitivities; new or persistent infections ¿ viral, bacterial, and/or fungal (candida) reoccurring sinus, yeast, and uti infections, throat clearing, cough, difficult swallowing, choking feeling; chronic inflammation, feeling like you are dying, headaches, dizziness, and migraines, mood swings, emotional instability, anxiety, panic attacks, suicidal thoughts, depression; hypo/hyper thyroid symptoms, hypo/hyper adrenal symptoms diagnosis of fibromyalgia. FDA safety report ID # (B)(4).